Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the surgeon used a plee60a for a lap gastric bypass. Surgeon attempted to pulse fire, however, upon depression of the firing button the entire staple line was delivered even though she attempted to release from the firing button to pulse fire. Surgeon attempted to fire a second time and was unable to pulse fire. Therefore, surgeon decided to stop using this stapler. The procedure was completed with an alternate like device with no patient consequences reported and the device will be returned.

Manufacturer narrative:
(B)(4). Batch # r5779h. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.